Event description:
During the device check by biomed, the start-up kit (suk) priming could not be performed because the pump rotor in the thermogard xp ivtm system (sn (B)(6)) was not rotating. No patient involvement.

Manufacturer narrative:
The customer's complaint that the start-up kit (suk) priming could not be performed because the pump rotor in the thermogard xp ivtm system (sn (B)(6). Was not rotating was confirmed during the functional testing. The root cause of the reported complaint was a loose screw and a worn-out snap ring that connects the pump rotor to the motor shaft, likely attributed to wear and tear. The thermogard system was manufactured in 2017 and is over six years old, past the expected serviceable life of five years. Upon visual inspection, no physical damage was observed. The event log review indicated no significant discrepancies. During functional testing, the priming could not be completed because of the loose pump rotor caused by a loose screw and a worn-out snap ring, confirming the reported complaint. The snap ring was replaced, and the screws were tightened to secure the pump rotor on the motor shaft to address the reported complaint. The thermogard system passed the functional testing with no issues. Following service, the thermogard xp ivtm system passed the final functional, calibration, and electrical safety tests without issues. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the thermogard xp ivtm system with sn (B)(6).